Manufacturer narrative:
Concomitant medical products: product ID: bi71000176, serial/lot #: (B)(4), s/n: (B)(4). Product ID: bi71000450, serial/lot #: (B)(4), s/n: (B)(4).. A representative went to the site to preform system check out. It was noted that they could not pass the gain calibrations. They replaced the power supply, power conversion and power tray, and adjusted voltages and programed firmware. They performed the gain calibrations and passed for both fluoro and rad cals. System checkout was confirmed and the system was operational. The power conversion was returned and they were able to confirm the reported issue. The enclosure power conversion failed bench testing as one of the transistors failed and was shorted the power supply was returned and the issue was confirmed. The voltage didn't fall in speculation and failed bench testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that while completing a calibration on the system, at 48kv, they were receiving values of 900-1000. The rad gain calibration failed. There was no patient present. Additional information noted that there was low voltage and the power supply was too low, causing the generator board to reset.